Event description:
During preparation for cardiopulmonary bypass, the temperature control module would not maintain the temperature set by the user. There were no adverse consequences to the patient as a result of this event.